Manufacturer narrative:
The customer stated that the back end of the sheath was leaking blood when the sheath was inserted into the patient's vein. No patient injury was indicated and there was no medical or surgical intervention necessary to treat, prevent, or avoid damage to a body structure or impairment to a bodily function. It is possible that leaking blood, if not detected, could cause injury to the patient. A review of the finished goods DHR¿s analysis sheet, scrap report, and final inspection sheet does not note any inconsistencies. There was no sample available for analysis. Therefore, the precise root cause of the complaint could not be verified. It is possible that the gasket assembly was misaligned. The IFU states that rapid withdrawal of the catheter or dilator through the hemostasis valve may cause misalignment of the valve gasket assembly, causing bleedback through the valve. Should this occur, resetting of the valve may be accomplished by gentle pressure into the valve with the tip of a dilator or catheter.

Event description:
Customer stated that the back end of the sheath was leaking blood when the sheath was inserted into the patient's vein.